Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit, the specified resolving power is not obtained. The device failed the distal end insulation test. The air/water cylinder and suction cylinder exhibited discoloration. Due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The adhesive around the light guide lens was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the image from the evis exera duodenovideoscope was blurry. The device was returned and an inspection revealed, the light guide lens was dirty. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Event description:
It was further reported that the issue "blurry image" was noticed before procedure.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The following field is updated: event. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical stress from used chemical solutions or physical stress from hitting, dropping the distal end of the device. Moreover, humidity may have gone inside the lg-lens and caused corrosion. Olympus will continue to monitor field performance for this device.